Event description:
Per the clinic, the patient displayed apparent discomfort with auditory stimulation, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Component : implanted device remains.

Manufacturer narrative:
Per the patient's audiologist, the patient has discontinued use of the device. The results of the it and simulated map test on (B)(4), 2012 were inconclusive.correction: device malfunction was not confirmed as previously reported. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4), 2012.this report is filed (B)(4), 2012. (B)(4): implanted device remains.